Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2025. It was reported that the patient was experiencing pain and new urinary/bowel symptoms (not baseline) of constipation and dysuria (difficulty or pain urinating). Antibiotics were required. As per the patient, the antibiotic gave them relief. The patient reported pain on their front and back left side experienced on (B)(6) 2025. They went to the emergency room and was not admitted. The patient's clinician was aware of what happened. The issue was resolved.